Manufacturer narrative:
A local ent physician removed a cyst from the patient's ear and exposed the fossa component, which resulted in an infection. The surgeon removed the right tmj devices and placed an antibiotic spacer in the joint space. Multiple MDR reports were filed for this event. Please see the associated report: 2031049-2020-00065.

Event description:
The patient's right tmj devices were removed due to infection.